Event description:
It has been reported to philips that during an examination, fluoroscopy was not possible with the wired footswitch in the examination room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that during an examination, fluoroscopy was not possible with the wired footswitch in the examination room. No harm to the patient has been reported to philips. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse checked the problem of frontal fluoroscopy not being possible on the foot switch in the examination room, but the problem could not be reproduced, and there was no error in the log. This has also recurred for the second time, so fse replaced the foot switch in the examination room. After replacing it, fse confirmed normal operation.